Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was filled with 200 units of insulin and the insulin gauge displayed 150 units during the time of the call. The customer called tandem technical support to inquire if the fill estimate was correct. Tandem technical support educated the customer on insulin gauge calculations which showed that the fill estimate of 150 units was accurate. The customer reported a blood glucose level of 255 mg/dl, which was addressed with a correction bolus via insulin pens and the pump. The customer acknowledged the information provided and will call back should further assistance be required.